Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had become scratched to the point that the display was difficult to read. The reporter confirmed no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings:visual inspection of the pump confirmed that the entire surface of the display lens was badly scratched.t the display screen was also noted to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.